Event description:
It was reported that after unspecified interventional procedure, arteriotomy closure of the common femoral artery was attempted using a perclose proglide device. Reportedly, during suture deployment, a needle-to-cuff miss occurred. When the needle plunger was removed, the needles were not captured by the cuffs. The device was removed and manual arterial compression was applied to achieve hemostasis. There were no reported adverse patient sequelae. The physician was reported to be trained in the use of the perclose proglide device. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: evaluation of the returned device revealed that the needle plunger, anterior cuff, posterior cuff, link, posterior needle, and monofilament suture were not returned with the device, which limited the scope and may have aided in the investigation. The analysis of the returned components, the body of the device, handle to foot function, guide tube, needle guide, bridge, suture bearing, exit ramp, and sheath were normal indicating no product quality deficiency that may have contribute to the reported needle-to-cuff miss. Because the suture could not be retrieved, the knot would not form to advance to the arterial surface to close the vessel as intended. Subsequently, a failure to achieve hemostasis occurred, which required the reported use of manual arterial compression to achieve hemostasis. Possible contributing factors for needle deflection that resulted in the needle-to-cuff miss included, but not limited to, manufacturing deficiencies, challenging anatomical conditions, and deployment techniques. The deployment technique of the operator, such as, a failure to position and maintain the device at a 45-degree angle throughout deployment, rotating the device at any point during needle plunger deployment, aggressively deploying or removing the needle plunger and/or inadequate positioning of the foot against the arterial wall may cause a needle-to-cuff miss. However, no information was provided regarding the deployment technique of the operator. The operator was reported to be trained in the use of the proglide device. During testing, the needle plunger was reinserted resulting in acceptable needle trajectory. Additionally, during manufacturing, the needle trajectory of every device is verified twice. Patient anatomy may contribute to a needle-to-cuff miss. A femoral angiogram reportedly did not reveal any presence of calcification or tortuosity of the vessel. Additionally, there was no scarring noted at the groin/access site. Although, there were no challenging anatomical conditions reported or definitive evidence in the evaluation of the returned device to suggest incorrect technique, based on the successful test of the device needle trajectory in the lab and during manufacturing, the probable cause for the posterior needle-to-cuff miss is needle deflection during needle plunger deployment due to interaction with human tissue or failure to position and maintain the device at a 45-degree angle throughout deployment. There was no manufacturing or quality deficiency detected that could have contributed to the reported complaint. A search of the lot history record for the reported lot revealed no nonconforming material record associated with this lot, indicating all of the lot release testing, met specification. A query of the complaint-handling database was performed and there has been no other incidents reported for needle to cuff miss. To assure that all products perform according to specifications they are subject to an inspection during manufacturing. In addition, a sampling of finished devices is destructively tested to verify the functionality of the device. A quality control audit inspection is performed to verify product quality. There does not appear to be any indication of a lot specific product quality deficiency.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.